Event description:
The ge oec 9800 fluoroscopy system had the vertical column was stuck in the extended (up) position.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a the vertical column inoperable. The power supply #3 was replaced as was a defective interconnect cable. Additionally, the motor relay was also replaced to repair the malfunction. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.